Event description:
It was reported that approximately 141 months after a left total knee replacement procedure, the patient underwent a revision procedure to address anterior knee pain, worn patella, and hyperextension. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.